Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the device was explanted because of premature battery depletion suspected. An investigation is required.

Event description:
Reportedly, the device was explanted because of premature battery depletion suspected. An investigation is required.